Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and patient implanted for non-malignant pain. The patient reported that they didn¿t charge or use their implantable neurostimulator (ins) during their pregnancies. The patient stated that they went through the physician mode reset (pmr) both times, but they are unable to get the device out of overdischarge state this time. They indicated that the neurosurgeon wants to replace the ins so that the patient can place the device into MRI mode for an MRI. It was mentioned that the patient will have a device replacement surgery once their insurance approves it. No further complications or patient symptoms were reported or anticipated.